Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va2l1v5, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 28-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient (pt) just got the device implanted today. Pt had the device at 1.2 but now they are seeing "the system is operating at maximum settings" when they are at 0.9. Caller states they can't go any higher than this. The patient was redirected to their healthcare provider to further address the issue. Caller states pt's follow up appointment isn't for another 10 days. On 2022-aug-12 additional information was received from a manufacturer representative (rep). The rep reported that the patient called just hours after implant and the rep believed they didn't know how to program the device. The rep spoke to them over the phone and reported that the problem was taken care of. On 2022-aug-16 additional information was received from a manufacturer representative (rep). The rep reported that the patient met with the doctor today and all of the impedance values were >4000ohms. The caller reported that the patient can't increase the stimulation beyond 2.1ma on any program. The patient gets a message that the system is operating at maximum amplitude. Troubleshooting reviewed information about impedance. The caller will follow-up with the patient and hcp. More information received 2022-aug-17 from a manufacturer representative (rep). Rep reported patient was seen by a nurse practitioner yesterday and the patient was seeing "max setting reached" on programs 1, 2, and 3. The caller reported that the patient's intra-op impedance was normal range, patient had stimulation on at 1.2ma in the hospital. Caller reported when impedance was done yesterday, caller reported that the electrodes were showing yellow, reference 2 was green, and case electrodes were yellow. The nurse practitioner programmed the patient on program 4 and the patient did not see a max settings message. The caller noted the patient felt appropriate stimulation on 1.2ma. The caller also noted that when the patient is on program 1, sometimes they see the max settings message on 0.9ma and 1.5ma. Troubleshooting reviewed impedances and suggested caller does a complete electrode impedance with different positions when patient sees the max settings message at home. Moreover, rep stated patient was one month post op and physician had to replace the lead. The lead was pulled out from the setscrew and lead damage was seen above electrode 3. Rep stated they didn't have any further information but that it was reported. On 2022-sep-12 additional information received from rep. They reported it's implanted.